Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. Customer attempted to treat bg with a correction bolus via the pump. Customer required assistance due to bg level. Emergency services were called and administered an intravenous drip of insulin and fluids. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.